Manufacturer narrative:
Despite multiple attempts, no additional information is available at this time. Should additional information become available this report will be updated

Event description:
Boston scientific received information that this single chamber pacemaker and right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition. The patient experienced presyncopal symptoms. The noise was consistent with oversensing related to the respiratory rate trend (rrt) feature. A local field representative contacted boston scientific technical services (ts) and inquired how to program the feature off. Ts walked the caller through programming the feature off. No additional adverse patient effects were reported. This product remains implanted and in service.